Event description:
It was reported that following the placement of an advance sling, the patient experienced recurring incontinence - "advance sling has slipped and is not longer working for the patient". "New advance xp sling will be placed over top of the original sling". No patient complications were reported in relation with this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information indicated "the sling didn't slip according to pelvic uss" and "a second sling was not used".